Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek rx is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the trek catheter noted blood and contrast visible in the inflation lumen and the loosely folded balloon. There was also blood visible on the shaft and in the guide wire lumen. This is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked from a pinhole in the balloon approximately 3 mm proximal to the distal marker, confirming the reported rupture. The balloon did not exhibit any traces of mechanical damage (scratches). The scanning electron microscopy analysis concluded that the balloon failure may have been attributed to mechanical damage on the balloon surface as mechanical damage was found at and adjacent to the leak. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this suggests that the balloons were not damaged prior to the procedure. Additionally, the first balloon was initially pressurized multiple times without incident. The balloons likely interacted with other devices and/or the previously implanted stent such that upon inflation attempt, the balloons ruptured. Analysis of the trek revealed multiple bends found throughout the entire length of the hypotube. This damage was not originally reported and likely occurred during the procedure or from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to have contributed to the reported balloon ruptures. Based on the information received with this incident and the analysis of the returned products, the reported balloon ruptures and noted damage appears to be related to circumstances of the procedure and not a quality deficiency with the product. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rate burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during pre-dilatation in the mid right coronary artery, for treatment of in-stent restenosis of an unspecified stent, the 2.25 x 15 rx trek balloon was inflated multiple times at or below 12 atmospheres; during the last inflation at 12 atmospheres, the balloon ruptured. The device was removed from the anatomy and the balloon was verified to be leaking. Another 2.25 x 15 rx trek was advanced and during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed from the anatomy and the balloon was verified to be leaking. A 2.5 x 15 voyager dilatation catheter was advanced and successfully performed dilatation. An unspecified stent was deployed successfully for treatment of the restenosis. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, additional information was not provided.